Manufacturer narrative:
This spontaneous case was reported by a healthcare professional and describes the occurrence of device breakage ("fractured essure seen on imaging") in an adult female patient who had essure inserted for female sterilisation. Medical conditions: no concomitant medication was used. As concurrent condition the report mentioned rheumatoid arthritis. On an unknown date, the patient had essure inserted. On (B)(6) 2023 she experienced device breakage (seriousness criterion medically important). Essure treatment was not changed. At the time of the report, the event had not resolved. No causality assessment was received for essure with regard to device breakage. The reporter commented: patent has a fractured essure device that was seen incidentally on a hip x-ray that she was having done for rheumatoid arthritis. She has previous imaging showing it was not fractured so this is relatively recent. Reporter wanted to see if it needs to be removed if it¿s not causing her any issues. Reporter is getting a CT to see if it¿s still in the uterus or not. Lot number was unknown. No treatment adminstered. Diagnostic results (normal ranges are provided in parenthesis if available): [x-ray of pelvis and hip] on (B)(6) 2023: performed for rheumatoid arthritis: fractured essure seen; (date unknown): performed for rheumatoid arthritis: no fractured essure on previous x--ray. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-jul-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a healthcare professional and describes the occurrence of device breakage ("fractured essure seen on imaging") in an adult female patient who had essure inserted for female sterilisation. Medical conditions: no concomitant medication was used. As concurrent condition the report mentioned rheumatoid arthritis. On an unknown date, the patient had essure inserted. On (B)(6) 2023 she experienced device breakage (seriousness criterion medically important). Essure treatment was not changed. At the time of the report, the event had not resolved. No causality assessment was received for essure with regard to device breakage. The reporter commented: patent has a fractured essure device that was seen incidentally on a hip x-ray that she was having done for rheumatoid arthritis. She has previous imaging showing it was not fractured so this is relatively recent. Reporter wanted to see if it needs to be removed if it¿s not causing her any issues. Reporter is getting a CT to see if it¿s still in the uterus or not. Lot number was unknown. No treatment administered. Diagnostic results (normal ranges are provided in parenthesis if available): [x-ray of pelvis and hip] on (B)(6) 2023: performed for rheumatoid arthritis: fractured essure seen; (date unknown): performed for rheumatoid arthritis: no fractured essure on previous x--ray quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: no new information. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.